Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Additional information: further follow-up response received that patient had blurred vision. Post photorefractive keratotomy (prk) patient years ago. Date of event confirmed to be on (B)(6) 2019. The following sections have been updated: section b3: date of event: (B)(6) 2019. Section h6: patient code: 2137. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2019 - (B)(6) 2020. (B)(4). Product evaluation was not performed because per the initial report the lens was discarded. The complaint issue reported could not be verified and no product deficiency could be identified. The manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to a surprise outcome. Replacement iol was a zxt300, 18.5 diopter power. There was no complications or patient harm. Explanted iol not saved. No other information was provided.